Manufacturer narrative:
Product analysis confirmed the discoloration, but ruled out the discoloration being related to manufacturing. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause not established was chosen because the investigation did not lead to a clear conclusion of the cause of the discoloration. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Cylinder discoloration was reported. The ams 700 cylinders were visually inspected and found to be discolored. Operations quality was contacted and it was concluded that discoloration was not consistent with discoloration due to aging. The sutures were discolored. The tubing under the ptfe sleeve was not discolored. Therefore, the discoloration appeared to be due to the cylinders being exposed to a discoloring agent. Testing was performed to rule out the presence of inhibizone. Ftir testing was inconclusive. A higher concentration spot was extracted from the cylinder. Uplc testing did not identify minocycline or rifampin as present in the discoloration. It was concluded that the discoloration was not due to any substance that the device could have come into contact with during manufacturing. We were unable to determine what the source of the discoloration was. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 879814 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. No risk review necessary per work instruction as the ams 700 hazard analysis (d055985) indicates that the as reported events of this complaint do not represent a new or unanticipated hazardous situation. Additionally, bsc does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. Review of labelling documentation was performed to ensure that the user properly handled or used the device. The IFU, ams 700 with ms pump (92162915), states, "the components may be briefly rinsed or dipped in a sterile solution immediately prior to implant, if desired." A shipping review is not required per work instruction because the lot number is known. No similar complaint review necessary per work instruction as the investigation does not conclude the event is related to a manufacturing deficiency.

Event description:
It was reported that an ams inflatable penile prosthesis(ipp) cylinder was tried and not used to a discoloration in the cylinder. The cylinder was discolored from the original to yellow. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the physician could not find the reason for discoloration of the cylinder. The patient outcome was reported to be well.

Event description:
It was reported that an ams inflatable penile prosthesis(ipp) cylinder was tried and not used to a discoloration in the cylinder. The cylinder was discolored from the original to yellow. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted.

Event description:
It was reported that an ams inflatable penile prosthesis(ipp) cylinder was tried and not used to a discoloration in the cylinder. The cylinder was discolored from the original to yellow. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted.